Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received and patient was revised on (B)(6) 2009 for a right hip infection. After reading the operative note it confirmed infection so the cup, screw, and stem are being added, but not reported for infection as the primary operation was almost 2 years ago. The head and liner were revised on (B)(6) 2008 and it is unknown what type of products were implanted. The cup was also noted to be loose during the (B)(6) 2009 revision operation so the cup and screw are being reported for loosening. Prostalac was placed during the (B)(6) 2009 operation and the another I&d was done (B)(6) 2010, but it is unknown when new implants were placed. If we receive more information we will updated as needed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.